Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that high impedance and some loss of capture were noted. Lead revision was discussed. No further information was provided. Should additional information be provided this file will be updated.